Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, they experienced pain at a previous sensor insertion site, she visited an urgent care clinic to assess the insertion site and underwent an x-ray that revealed no sensor wire was retained beneath the skin. The healthcare provider administered one steroid injection at the location, which reduced the pain, and afterward, she was discharged home. The patient reported that the pain has not fully disappeared and continued; she planned to consult her doctor to request an MRI for additional assessment to verify if the wire remained under the skin. On (B)(6) 2025, tech support contacted the patient to check on her status, and she stated that she has not yet seen her doctor, as the diagnostic MRI procedure would be too expensive. Although the patient had a diagnostic procedure to rule out a retained foreign object, there is no report that any portion of the wearable component was retained under the skin. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).